Event description:
"During the night while patient was asleep, the set unscrewed and solution leaked all over the patient's bed. The patient was started on a 2 week course of oral prophylactic antibiotics." Affiliate reports patient has responded to treatment.